Manufacturer narrative:
(B)(4). Only event year is known: 2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Per ethicon medical safety: I reviewed a lateral chest / abdomen x-ray image of patient. There was contrast visible in the distal esophagus, stomach and duodenum. The anatomy of the stomach did not appear normal and is possibly consistent with someone who had undergone a sleeve gastrectomy. Additional views are needed to fully elucidate the stomach¿s anatomy. An intact linx device is seen located below the diaphragm. A large portion of the stomach appears herniated above the diaphragm. Additional information was requested, and the following was obtained: what is the product code for the linx device? Lxmc16. What is the lot number for the linx device? 24720. Has there been any gastric surgery prior to linx implant? No. Was the linx device placed between the vagus and esophagus? Yes. Has the explant date been scheduled? Explant occurred (B)(6) 2020. If yes, please provide the explant date. (B)(6) 2020.

Event description:
It was reported that post implant to an unknown linx device the device has slipped down and must be explanted at a yet unknown date.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2020.

Manufacturer narrative:
(B)(4). Date sent: 05/20/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. The visual analysis was consistent with an explanted device. The link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 24720 was reviewed. No ncs, defects, or reworks related to the product complaint were found